Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator was not working. The air gas module, pneumatic back-plane printed circuit board pcb and o2 sensor and o2 sensor cable were found defective and replaced. The received device logs confirmed the reported failures at event date. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).